Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. We were unable to perform the functional testing's including the self test, sleep current measurement, active current measurement, rewind, prime, seating, basic occlusion, occlusion, force sensor and displacement tests due to pump flashing white light on the display. The device was received with dog chew marks at reservoir tube lip, display window cover and keypad overlay, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 340mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return after the pump restart. Customer declined to troubleshoot for high blood. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.